Event description:
N/a.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and heard a loud hissing sound coming from the iabp unit when on. Further inspection revealed that the muffler had broken off the pressure reservoir. No alarms or errors were observed in relation to the broken part. The fse replaced the muffler then completed preventative maintenance (pm) including all safety, functionality, and calibration checks. All tests passed to factory specifications and the iabp unit was cleared for clinical use and released to the customer. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a broken muffler on the pressure reservoir. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.